Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported "consult self-checking". Additional details have been requested. Philips is considering this to be a self test failure. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer reported "consult self-checking". Philips has confirmed this to be a self test issue. There was no patient involvement.